Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was deformed. A new cartridge was used for insulin deliveries. Customer's blood glucose level was 104 mg/dl.